Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Update to b5 and b7. The 26mm sapien 3 ultra valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed using the valve serial numbers and revealed no other complaints relating to the complaint codes. The commander delivery system (IFU)instructions for use (IFU) were reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of leaflet thickened/ halt, leaflet motion restricted and increased gradient were confirmed based on medical record provided. A review of the DHR, lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the 2-year and 2-month transthoracic echocardiogram (tte) indicated that the left ventricle ejection fraction was 65-69%. The bioprosthetic aortic valve findings are consistent with obstructive prosthesis. The aortic valve (av) mean gradient was 35mmhg and the aortic valve area (ava) was 1.1 cm2. The tavr gradients have increased. Leaflets do appear thickened. The 10 o'clock cusp does not appear to be moving on short-axis images." Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Per medical records, patient has a past medical history of hyperlipidemia and diabetes mellitus. Hyperlipidemia and diabetes mellitus are a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets, as reported. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, review of medical report indicated leaflet thickening. Leaflet thickening can prevent leaflets from functioning optimally, leading to increased gradient as reported. Available information suggests patient factors (thickened leaflet, hyperlipidemia, diabetes mellitus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, the 2-year and 2-month transthoracic echocardiogram (tte) indicated that the left ventricle ejection fraction was 65-69%. The bioprosthetic aortic valve findings are consistent with obstructive prosthesis. The aortic valve (av) mean gradient was 35mmhg and the aortic valve area (ava) was 1.1 cm2. The tavr gradients have increased. Leaflets do appear thickened. The 10 o'clock cusp does not appear to be moving on short-axis images.

Manufacturer narrative:
Correction to h6; device code, investigation findings, investigation conclusion. Medical records received confirmed calcification. The investigation is listed below for this finding. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the provided medical record. The available information suggests that patient factors, including diabetes mellitus (dm), likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to the medical record review, a transthoracic echocardiogram performed at 2 years and 2 months post-procedure indicated a left ventricular ejection fraction of 60-64%. The bioprosthetic aortic valve exhibited a mean gradient of 35mmhg and an aortic valve area (ava) of 1.1cm2. At 2 years and 7 months, the bioprosthetic aortic valve was noted to be abnormal due to stenosis, with mild aortic regurgitation and an av mean gradient of 49.3mmhg. The progress note indicates that the patient presented with severe prosthetic aortic insufficiency (ai). Under general anesthesia, the patient underwent a redo aortic valve replacement (avr). Severe calcification was observed in both the surgical aortic valve leaflets and the tavr valve leaflets. The valve-in-valve (viv) was surgically removed.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 2 years and 4 months post valve in valve (viv)- transcatheter aortic valve replacement (tavr) (within a previous surgical valve) procedure, the patient is being evaluated due to significant calcium.

Manufacturer narrative:
Update to b5 and h6 (impact code). The investigation is ongoing.

Event description:
Follow-up indicated that the patient's 26mm sapien 3 ultra valve was explanted and replaced with a surgical valve.